Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to unknown reasons. No additional information is available at the moment. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to unknown reasons. No additional information is available at the moment. No adverse patient effects were reported.